Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/29/2019. The manufacturer's field service engineer (fse) replace the power overlay switch to address the reported problem and replaced the flow sensor assembly. All reported problem were replaced by fse. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the device displayed an error code alarm light emitting diode (led) failed power on self test (post) and failing air flow at the base. The customer reported there was no patient involvement.